Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the following were found: suggested events 1. ¿e226 error¿ was not confirmed; and suggested event 2. ¿b30 error¿ were confirmed: a probable cause was, that the events occurred, due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board, due to use stress, external factors or handling; suggested event 3. ¿objective lens glue peeled off¿ was confirmed: a probable cause was, that the defective items are caused by stress from use, external factors or handling. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have detected the phenomenon: the inspection method for the suggested events 1/2/3 are described, as follows in the operation manual "chapter 3:, preparation and inspection, 3.8: inspection of the endoscopic system in the operation manual. [Inspection of the endoscope]: confirm, that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe, the palm of your hand in the wli and nbi endoscopic images. 3. Confirm, that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm, that the wli and nbi endoscopic images are free from noise, blur, fog or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm, that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: adhesive around objective lens was peeled, due to damage on charged coupled device unit, b30 (scope communication error) occurs, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was an e226/ e227 (scope communication error) on the endoeye flex deflectable videoscope . There were no reports of patient harm.